Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative was able to resolve the issue by deleting the tools from the navigation system and selecting 'yes' to the shared resources. Additionally, the new software was re-installed. .

Event description:
A medtronic representative reported that new software was installed on the navigation system. The rep confirmed that the black start up box was visible when the spine application was launched. The medtronic representative then waited for the box to close on its own when the spine software became unresponsive. The rep powered off the system due to it becoming unresponsive, and then launched the spine application. After this, it was observed that the instrument was not in the list. No patient was present during the time of the reported incident.